Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representatives stated that there have no reports of any patient involving this pump since the last baxter service event.